Event description:
It was reported that noise, decrease in sensing and insulation damage were observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The lead was returned in two parts, 13.5cm from the proximal part, and 3.5cm of the lead body. Analysis found an external insulation abrasion on the returned 3.5cm piece of the lead, consistent with friction with the ICD can.